Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Additional information was received: the aortic annulus diameter measured 19.6mm with severe calcification. Post deployment the valve position was 50:50 aortic/ventricular with grade iii pvl caused by the severe aortic annular calcification. However, on the follow up visit the patient presented with worsening heart failure symptoms due to the moderate-severe pvl and it was decided to implant a plug. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the severe pvl was related to patient factors (i.e. Severe annular calcification). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japan post-marketing surveillance reporting system, post tavr procedure, the 23mm sapien xt valve had grade iii paravalvular leak (pvl) and a vascular plug was implanted 38 days later. There was no adverse event or device malfunction reported during the initial procedure. After the procedure, the mean gradient was 10.1mmhg and paravalvular leak (pvl) grade iii was observed. In the 7-day and 30-day follow up, the patient was observed to have chf nyha class I and no device malfunction was noted. On post operative day 38, an amplatzer vascular plug ii was implanted in the patient due to severe the pvl. On the next day the patient outcome was reported as recovered and the patient was discharged from the hospital 7 days later. In the 6-month follow up, nyha class I and no adverse event or device malfunction were noted.